Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose, low blood glucose and rim of reservoir was cracked. The customer¿s blood glucose level was 26 mmol/l and low of 46 mg/dl corrected with glucose. Customer stated that the reservoir was not able to lock into place. The insulin pump will not be returned for analysis.